Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, vascular access noted to have stenosis and the 18 fr non-medtronic sheath could not be inserted. Alternative access approach was considered, therefore the physician made the decision to dissect the access vessel to treat the aortic stenosis with the transcatheter aortic valve implant. The vessel was measured with intravascular ultrasound, and a balloon angioplasty was performed with a 7.0 mm balloon. The 18 fr dryseal (non-medtronic) sheath was inserted with difficulty. Digital subtraction angiography was performed and a dissection was observed. It was reported that excessive force was applied to the blood vessel to insert the non-medtronic sheath, which might have been the cause. Subsequently, a 7 mm x 79 mm non-medtronic stent was placed. Angiography was performed again, and it was noted that the blood flow was interrupted beyond the puncture site. Percutaneous treatment was attempted from the contra-lateral side, however it was not possible to pass through, therefore the dissection required surgical blood vessel repair. Following the vascular repair, angiography showed that flow had improved, but there were still some areas of stenosis, so a balloon angioplasty was performed twice with a 7 mm balloon, and the stenosis was improved. Subsequently, the valve was advanced to the annulus and deployed to the point of no recapture at a depth of 0 mm on the non-coronary cusp when a complete heart block (chb) was observed. After full release of the valve, the rhythm returned to sinus. A post-implant balloon aortic valvuloplasty was performed. The chb returned again before the procedure was completed; therefore, the patient returned to the intensive care unit with temporary pacing in place and intubated. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was not implanted in the patient to treat the chb. No additional adverse patient effects were reported. Additional information was received to report magnetic resonance imaging was performed prior to the valve implant procedure and showed multiple occlusions in the cerebral artery. During the hospitalization, the patient reported frequent chest pain which was deemed to be due to severe aortic stenosis; therefore, the transcatheter aortic valve implantation (tavi) was performed as a life-saving measure. After valve implant, the patient suffered a cerebral infarction and was kept in the intensive care unit, on the nineth post-operative day the patient was transferred to the general ward. Rehabilitation was performed, oral administration was gradually started, and echocardiogram showed the transcatheter valve was performing as expected. Hospital transfer was "adjusted", but the patient developed fever and dehydration. On the 19th post-operative day, sudden cardiac arrest occurred. Resuscitation efforts were initiated, but unsuccessful and the patient died. It was noted the patient died due to dehydration and brain damage. Per the physician, neither the valve implant procedure nor a medtronic device contributed to the patient's death.

Manufacturer narrative:
Updated data: b2. Outcomes attributed to adverse event added: death, hospitalization, and intervention required date of death added b5. A third paragraph was added. H1. Type of reportable event updated to death h6. Patient codes were added. Additional codes. Annex f codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, vascular access noted to have st enosis and the 18 fr non-medtronic sheath could not be inserted. Alternative access approach was considered, therefore the physician made the decision to dissect the access vessel to treat the aortic stenosis with the transcatheter aortic valve implant. The vessel was measured with intravascular ultrasound, and a balloon angioplasty was performed with a 7.0 mm balloon. The 18 fr dryseal (non-medtronic) sheath was inserted with difficulty. Digital subtraction angiography was performed and a dissection was observed. It was reported that excessive force was applied to the blood vessel to insert the non-medtronic sheath, which might have been the cause. Subsequently, a 7 mm x 79 mm non-medtronic stent was placed. Angiography was performed again, and it was noted that the blood flow was interrupted beyond the puncture site. Percutaneous treatment was attempted from the contra-lateral side, however it was not possible to pass through, therefore the dissection required surgical blood vessel repair. Following the vascular repair, angiography showed that flow had improved, but there were still some areas of stenosis, so a balloon angioplasty was performed twice with a 7 mm balloon, and the stenosis was improved. Subsequently, the valve was advanced to the annulus and deployed to the point of no recapture at a depth of 0 mm on the non-coronary cusp when a complete heart block (chb) was observed. After full release of the valve, the rhythm returned to sinus. A post-implant balloon aortic valvuloplasty was performed. The chb returned again before the procedure was completed; therefore, the patient returned to the intensive care unit with temporary pacing in place and intubated. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was not implanted in the patient to treat the chb. No additional adverse patient effects were reported.